Event description:
This is being written as a correction. The word innocuous was not explained properly. After the procedure was done, I was told that the procedure was innocuous which did not prove to be so. The word to describe the situation was insidious. The procedure proved to be injurious, inhuman and downright malicious. A pump is used to push up a very tiny hole and the way it is done, a lot of stretching has to be done. Also people's penises do not come with specification like a tire. How does a man know how much pressure and stretching is to be done. How much p.s.I is to be used. A penis is not a tire. Like I said, that procedure can be termed a torture procedure that has long lasting effects.

Event description:
Visited the office of a dr sent by another dr. No knowledge of procedure to be done. Did not know about name of procedure. No prior discussion or informed consent. Dr told me to lie down and do not look down. Injected my penis with a painful needle and proceeded to insert this most painful instrument into my urethra and started pushing and clamping this instrument within the urethra. He used this instrument to stretch, pull, push and caused my urethra and penis to be stretched up resulting in billowing whenever I urinate. Also my penis head has changed and the opening to the urethra has been stretched to look like a long cut. This is a very dangerous instrument.